Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high pacing threshold and exit block due to dislodgement were noted. During the revision procedure, insulation damage was noted. The lead was explanted and replaced with no adverse consequences to the patient.